Event description:
Customer reported that he had unexplained low blood glucose and was in a car accident twice for the same reason. Paramedics were called and customer was taken to the emergency room were he was treated and released. Customer stated that the blood glucose reading was 39 mg/dl when paramedics arrived. Customer stated that his insulin pump was malfunctioning because his settings changed both time without any input from him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.